Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that the cautery post broke when the cautery cord was attached to the handle. No negative impact in state of health reported. Cross reference MDR: 9610617-2026-00020.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).